Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the surgeon was using product to create working space during a laparoscopic inguinal hernia repair, the balloon did not inflate. There was a 5-10 minutes delay when tried to inflate the balloon. A new product was used. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the trocar balloon was cut. The obturator, lock collar and dissector balloon appeared to be intact. The inflation syringe was not received. The insufflation bulb was received. The circular seal for the dissector balloon appeared intact. A functional evaluation found that the dissector balloon inflated with no leaks. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the trocar balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the surgeon was using product to create working space during a laparoscopic inguinal hernia repair, the balloon did not inflate. There was a 5-10 minutes delay when tried to inflate the balloon. A new product was used. There was no patient injury.